Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 7072642.

Event description:
It was reported that patient experienced inadequate stimulation and claimed an itched at implant site. It was also reported that the leads were migrated. The patient underwent explant procedure and was doing well postoperatively. The explanted leads were disposed.